Event description:
Customer reportedly received results of 100 mg/dl and 218 mg/dl on the accuchek compact system, back to back results. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.